Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 400mg/dl and that the pump is not delivering insulin. Customer indicated that the site is changed every day but not the reservoir and tubing. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer indicated that they will contact their doctor and then call back for further troubleshooting.